Manufacturer narrative:
Results: siderail panels, footboard.

Event description:
It was reported by service report that several siderail panels were damaged. It was further reported the footboard was damaged as well. No patient involvement or adverse consequences are reported.